Event description:
The event involved a clave¿ neutral connector where the customer reported that the device was leaking fluids while attached to a patient. The fluid was said to be leaking on to floor at the connection between clave and medication syringe. It was further stated that the product was removed from patient lines, and that healthcare professional had to access line to remove, and had to give extra dose of medication. The product malfunction or failure mode reported was reported as 'nb01.' There was patient involvement, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Manufacturer narrative:
Two (2) used samples #b3300 were returned for evaluation. No physical damage or anomalies on the microclaves were observed, including no damage on the threads. No mating device was returned for evaluation. Both microclaves were tested as per procedure and no leak along the set was confirmed. Lot history review was reviewed and no relevant commodities, discrepancies or anomalies were identified that might lead the condition reported by the customer